Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The health care professional reported that the patient decided on (B)(6) 2017 that therapy was not was not working for their symptoms anymore and there was no specify cause why it was not working. They further stated that the patient felt the device was moving in the pocket and the tissue around/ across the area of the ins pocket was painful. The device was removed on 2017. No further complication was noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with and implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient reported the reason for removal of their device was that it was not helping them and had not benefitted their condition. No further complications were reported or anticipated.